Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented in the operating room for a system upgrade procedure. During the procedure, once the atrial lead was disconnected from the device, insulation damage was noted. The lead function was not compromised and no abnormal data was recorded via merlin.net. Patient was stable before, during and after the procedure.